Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented with hypertension and cardiac myofarction. Method: I-stat, result: 0.10 ng/ml, time: 01:06am,. Method: I-stat, result: 0.06 ng/ml, time: 01.16am. Method: vespa, result: 0.03 ng/ml, time: 02/18pm. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.

Manufacturer narrative:
Apoc incident #(B)(4).